Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted a suture in a retainer with no needle. Microscopic inspection of the suture noted a jagged tip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the tech went to load the needle/suture, there was no needle in the package. A new suture was pulled to complete the procedure. This issue was noticed prior to use and there was no patient involved in this event.